Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. Hemostasis could not be tested due to the condition of the tissue pad. It is possible that the condition of the tissue pad could have impacted the performance of the instrument. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a lap right hemi colectomy procedure, the first device was being used on the omentum. It was used 3 times to take-down the omentem, when something did not look right about the jaw. The device was taken out of the trocar and the tissue pad fell off into the patient. It was retrieved. The 2nd device was opened and used on minimum power level in case there are small vessels. There was some beeps, and smoking as usual, but when the tissue fell away from the blade it was bleeding as if the device was able to cut but not simultaneously coagulate. The surgeon would normally use l-hook and clips for this procedure; however, the patient had a lot of adhesions. The case was completed using l-hook and clips. The procedure was converted to an open procedure because the anesthetist was concerned about hyper-carbonation (co2 levels), it was indicated that this was unrelated to the problems encountered with the devices.